Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2012, customer reported via phone that at the end of an unk pt CT procedure (pt age and gender unk) a female technologist in her mid-thirties was moving the injector out of the way when part of the suspension arm broke and the injector powerhead fell off. The technologist managed to prevent the injector from hitting the pt by catching the injector and moving it out of the way. However, the technologist's hand was crushed between the head of the injector and the CT table. The technologist was taken to the ER to have their hand evaluated. On (B)(6) 2012, customer reported the technologist's right ring finger was black and blue and badly swollen. X-ray performed revealed there was no breakage. Technologist finger was wrapped and is being observed. Technologist was back to work today.